Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient received a new battery about 8 months ago and they were glad they still had their old programmer and the same batteries from 2009; their new one was slow and the batteries they were given didn¿t even work. It was noted that the patient did not seem to be emptying their bladder as well; the patient inquired about making them not as well as the first ones as they were very pleased with their first one. The patient had been to the ER more times since they had had the new one in than they had in the past 9 years with the old one because they couldn¿t urinate. No further complications were reported/anticipated.